Event description:
Philips rec'd a report where a customer was performing a short tube conditioning (tc) and reported that when attempting to drive the pt support in the outward direction (away from the gantry), the pt support would drive in the inward direction (toward the gantry). There was no pt involvement or report of any harm to an operator or bystander due to this issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).